Event description:
Upon reassessment of the reported event, the cup was determined to be not reportable as the reported event was related to the inserter. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, the cup was determined to be not reportable as the reported event was related to the inserter. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-00708.

Event description:
It was reported that the surgeon screwed the shell onto the cup inserter, hammered it in, saw that it was loose, pulled it out and discovered a piece of thread was torn from the inserter and remained in the shell. No delay and surgical technique was utilized. Attempts have been made and additional information on the reported event is unavailable at this time.